Event description:
This event was found via the monthly review of the maude database. The cannon catheter was placed for initiation of hemodialysis. The catheter was removed with documentation of decreased flow rate and catheter defect.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation.